Event description:
The customer reported a liquid leak of less than 10 ml in the lower diluter near the triple transducer module (ttm) on the beckman coulter lh 750 hematology analyzer. Customer technical support (cts) instructed the customer to check the mix chamber area of the lh750 instrument; however, the customer was unable to locate the source of the leak. The mix chamber area may have the presence of blood and diluent while in operation and cleaner while in shutdown. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. The facility does have a risk management / exposure control plan is in place. On (B)(4) 2012, a field service engineer (fse) visited the account and reported that the customer had replaced the tubing at the bottom of the flow cell assembly. Customer found a hole in the tubing that extends from the bottom of the flow cell to the t-fitting on the lh750. That hole was the cause of the leak and the fse observed no more leaking upon his arrival. The fse performed startup, analyzed latron primer and control, retic-c cell control, 5c cell control and three cassettes of samples, however, he was unable to reproduce the leak. The service activity performed was verified to meet specified requirements per established procedures. Results met published performance specifications.

Manufacturer narrative:
The cause was a hole in the tubing that goes from the bottom of the flow cell to the t fitting on the lh750.(B)(4).